Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that a piece from the reservoir compartment broke off of the insulin pump and it was no longer to lock the reservoir into place. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.